Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the 2.7 ti val scr slf-tpng t8 sd rec 36 (part# 04.211.036, lot# unk qty# (B)(4) was returned and received at us customer quality (cq). Upon visual inspection, it is observed that the features of the screw showed nicks & scratches and that that the screw was broken into two pieces along the shaft and also broken at the screw head, but this breakage is likely due to the removal of the device and did not contribute to the reported complaint condition. Functional test: a complete functional test could not be performed as the properties/state of the patient bone is unknown and its interaction with the devices cannot be tested for. A partial functional test was performed which determined the returned screws interacted with the plate as required. Can the complaint be replicated with the returned device(s)? Unable to perform dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to the design of the device. Document/specification review: the following drawing(s) was reviewed: 2.7mm variable angle locking screw self-tapping, stardrive recess: current no design issues or discrepancies were found during this investigation. Complaint confirmed? No. Investigation conclusion: the complaint cannot be confirmed for the 2.7 ti val scr slf-tpng t8 sd rec 36 as no x-ray images of the screws backing out from the plate were provided. A definitive root cause could not be identified for the reported problem with the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: a1: patent identifier: (B)(6). H3, h6: investigation summary: investigation flow: device interaction/functional. Visual inspection: the 2.7 ti val scr slf-tpng t8 sd rec 36 (part# 04.211.036, lot# unk qty# (B)(4) was returned and received at us cq. Upon visual inspection, it is observed that the features of the screw showed nicks & scratches and that the screw was broken into two pieces along the shaft and also broken at the screw head. The x-ray images were reviewed. It was found that the breakage occurred post operatively and likely contributed to the reported complaint condition. No significant migration of the screw is apparent in the provided photos. Functional test: a complete functional test could not be performed as the properties/state of the patient bone is unknown and its interaction with the devices cannot be tested for. A partial functional test was performed which determined the returned screws interacted with the plate as required. The complaint can not be replicated with the returned device(s). Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to the design of the device. Document/specification review: no design issues or discrepancies were found during this investigation. Complaint was not confirmed. Investigation conclusion: the complaint is confirmed for the 2.7 ti val scr slf-tpng t8 sd rec 36 (part# 04.211.036, lot# unk qty# (B)(4) as the x-ray images provided show that the screw broke post operatively. No migration or backing out of the screw from its original position was observed in the provided x-rays. A definitive root cause could not be identified for the reported problem with the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history review: a DHR review could not be performed as the device lot number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc:(B)(4). Patent identifier: (B)(6). Additional product code: hwc complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that parts were implanted in 2017. Last year the screws started backing out, and the plate and screws were removed in (B)(6) of 2020. A new plate. Was not implanted at that time due to hospital restrictions on surgeries due to covid. A new plate was implanted in (B)(6) 2021. Patient status is unknown. No surgical delay. This complaint involves (6) devices. This report is for (1) 2.7 ti val scr slf-tpng t8 sd rec 36 this report is 6 of 6 for (B)(4).